Event description:
A customer contacted haemonetics on (B)(6) 2010 reporting their orthopat machine display blinked then they experienced a burning smell. The machine would not turn on after that.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 reporting their orthopat machine display blinked then they experienced a burning smell. The machine would not turn on after that. Eval of the machine confirmed the reported blood spill. The unit was scrapped per internal procedure. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).